Event description:
It was reported that the device had not been checked "in years" and the users could not establish telemetry with the device and that the device had no pacing output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and found to have normal battery depletion.